Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen unlocked but the top half of the display did not accept input after a light crack was observed, with the patient unsure of the exact cause and noting the device had been kept in a pocket and pressure against a counter was possible. Symptoms included no injury or glass exposure and no reported blood glucose impact. Outcomes included continued pump use with limitations for meal announcements, alerts review, and supply changes, and the patient was able to sync data to the mobile app. Investigation included collection of use history and arrangements for return of the device for evaluation. Investigation of this case revealed a damaged display assembly consistent with physical damage affecting touch responsiveness on the upper portion of the screen, which prevented full user interaction while the device powered on. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external stress.